Manufacturer narrative:
Manufactures investigation conclusion: the report of a backup battery fault alarm was confirmed through the analysis of a data log file retrieved from the returned system controller (serial number (B)(6), backup battery gu192-262). The log file contained approximately 7 days of data (dated (B)(6) 2020, according to the timestamp). The events captured on (B)(6) 2020 occurred during lab testing of the returned system controller. The log files captured multiple backup battery fault alarms throughout the length of the log file. These alarms were a result of active backup battery load test faults which would periodically clear then reactive again. The backup battery fault alarm did not affect the controller's ability to support the pump at the set speed. Incidental findings: dim pump leds, the software version label was peeling off. The system controller underwent preliminary and functional testing and was able to operate for an extended operation as intended. During testing multiple load tests were performed and the controller passed each time without any issues. As a result, a root cause for the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the vad coordinator with reports of back up battery alarm while sleeping. The patient attempted to do a self-check with no resolution. The patient presented to the clinic and changed the ebb, alarm still reoccurred on new ebb. The patient has had several episodes of battery fault alarms. The patients system controller was changed on (B)(6) 2020. No additional information was provided.